Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a power loss alarm or battery out limit alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown that the customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 4:12:59 am. There was no power data available for the event date 3/10/2024. Unable to check power data for battery voltages. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the existing data. Rewind functioned properly and no unexpected low battery alerts or power-related alarms were noted during testing. A review of the history files reveals there were four (4) low battery alerts ((B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 at 05:48), a change battery fault (replace battery) alert ((B)(6) 2024 at 15:19), and an off no power (replace battery now) alarm ((B)(6) 2024 at 15:50). No batt out limit (power loss) alarm or excessive/unusual power/battery-related alarms were noted in the history files. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case. Power loss alarm (unexpected battery power loss) and rewind difficulty are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.